Event description:
The pt was revised because of instability. Poly wear was noted.

Manufacturer narrative:
Examination of the returned tibial insert component confirms the reported polyethylene wear. Although the investigation could not determine the exact root cause, the reported laxity along with the pt's stature may have been contributing factors. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated.